Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that both full height cubie drawer and matrix drawer had sticky rails. A field service engineer (fse) addressed issues with two drawers that were difficult to open fully: drawer 1 (pyxibus matrix): the drawer was not opening completely. Fse adjusted the cabinet c-channels and exercised the drawer until it operated smoothly. The drawer slides were inspected and found to be undamaged. Drawer 2 (enhanced full-height cubie): similar difficulty was observed. Fse adjusted the cabinet c-channels and exercised the drawer, restoring full range of motion. Slide inspection revealed no damage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, both full height cubie drawer and matrix drawer had sticky rails and user was unable to access the cubie. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.